Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) set screw came out through the insulation and could not be re-engaged. The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, foreign material on the set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.